Event description:
Pt presented on 4/02/99 with multiple symptoms. Her rhythm was 2:1 av block with a native ventricular rate of 40. Her vascor model 111-256 ventricular lead was exhibiting total non-capture. Her pacemaker was last evaluated on 1/5/99 and was working properly without any signs of impending failure. Ventricular capture threshold has routinely measured 1.5 volts at a pulse width of .25 to .50 msec since 3/10/97. The bipolar resistance at her initial visit 2/7/97 post implant measured 565 ohms and steadily climbed approx 100 ohms, each visit leveling off in the upper 800's-965 ohms. On 1/5/99 the bipolar impedance measured 889-940 ohms. Pt states that she has not felt well for approx 6 weeks and recorded a pulse rate of 38 at the drugstore. She assumed it was an equipment error. Bipolar impedance a bit lower today at 737-871 ohms, unipolar is 709-735 ohms unable to produce any oversensing. Unable to provoke any non-capture when programmed to maximum outputs of 8.1 volts at 1.0 msec, despite manipulation of pulse generator, isometrics and arm rotation. Rptr was planning to electively replace the lead next week prior to total failure, but the pt states her pulse fell to 38 on 4/4/99 with recurrent symptoms, she presented to the ER and was admitted to ccu. She is scheduled for surgical lead replacement.